Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. It is unknown if patient complied with post-operative physical restrictions. No root cause can be confirmed at this time.

Event description:
Information was received that a revision surgery was performed. As per reporter, the rods stopped distracting after three elongations and a broken rod was observed. Reportedly, during the removal of the rod, the surgeon observed tissue debris around the rod.

Manufacturer narrative:
Device evaluation: the rod was observed to have internal damage as it was able to distract and retract without any force applied due to a locking pin failure. The rod's locking mechanism was found to not be functioning as intended. The rod was unable to be distracted or retracted with the electronic remote controller (erc), manual distractor, or the fast distractor. X-rays of the internal components revealed the locking pin was damaged along the radial bearing. Sectioning of the rod revealed a broken locking pin and bearing. The lead screw was not able to spin freely. The reported failure mode was confirmed as the rod failed to distract. With the data provided, the patient's anatomical structure couple with their daily activities may have influenced the rod to experience excessive bending and wear. Therefore, the root cause may be due to excessive bending and wear.

Event description:
Updated report to include investigation findings.